Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017 due to heart failure. The cause of death was heart failure. The caller stated that the customer had heart failure and renal issues that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 2 days prior to passing when the customer was admitted to the intensive care unit. The customer was not using sensors. The caller declined to return the insulin pump for analysis.